Event description:
It was reported the customer had a no delivery alarm on their insulin pump. Customer's blood glucose was 437 mg/dl. Customer stated they were able to resolve the no delivery alarm by completing a set change. Troubleshooting did not occur at the time of the call. Customer was advised to monitor their insulin pump. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.